Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo a revision procedure in the future.

Manufacturer narrative:
Additional information was received that the patient fell and had lead migration that caused the contacts to go out. No malfunction suspected since issue with leads due to fall.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo a revision procedure in the future.

Manufacturer narrative:
Additional information was received that the patient was still experiencing headache. It was believed that the headache was device related. The patient will undergo a replacement of the leads and ipg. Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo a revision procedure in the future.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo a revision procedure in the future. Additional information was received that the patient was still experiencing headache. It was believed that the headache was device related. The patient will undergo a replacement of the leads and ipg. Additional information was received the patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the patient fell and had lead migration that caused the contacts to go out. No malfunction suspected since issue with leads due to fall. Additional information was received that no further course of action will be taken at this time.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was taking longer to charge. The patient will undergo a revision procedure in the future.